Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that an incident occurred and they want error logs to be downloaded, and information regarding specified malfunction has been requested. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available.